Event description:
It was reported that the video adapter had exposed wires where the light meets the cord, and the plastic coating was exposing the wires underneath. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.